Event description:
It is reported that a customer was hospitalized (B)(6) 2015 around 4:00 pm for a high blood glucose level of 600 mg/dl. The customer went into diabetic ketoacidosis. The nurse stated that the customer did not have a meter to the customer's insulin pump. The nurse was informed that a meter will be sent out to them over night. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.